Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic gastric sleeve, in the beginning of the procedure, the cannula detached from the top portion of the port. The cap fell off into the patient¿s abdomen and was retrieved using a grasper. Another device was used to complete the case. There was no patient injury.